Manufacturer narrative:
OEM manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that docetaxel leaked from the sp set during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage (docetaxel). Infusion was given with an infusion bag + a spike set (515505-zat) + 515540-zat + an infusion set. According to the information from a clinical nurse, leakage occurred from the connection between the luer (515540-zat) and the infusion set or from near the spike needle of the spike set (515505-zat). The drug used is docetaxel."

Event description:
It was reported that docetaxel leaked from the sp set during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage (docetaxel). Infusion was given with an infusion bag + a spike set (515505-zat) + 515540-zat + an infusion set. According to the information from a clinical nurse, leakage occurred from the connection between the luer (515540-zat) and the infusion set or from near the spike needle of the spike set (515505-zat). The drug used is docetaxel."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-23. H6: investigation summary no abnormalities such as damage or molding defects were found in the actual product received. When we checked the airtightness of our actual product (the jis standard: 50kpa, no leakage after 15 seconds of pressurization), no leakage was found. When purified water was injected into the actual infusion bag and the actual product manufactured by our company was punctured into a rubber stopper, no liquid leakage was observed. When the rubber stopper of the actual infusion bag was enlarged and confirmed, multiple puncture holes were found. In addition, cracks generated in the rubber stopper when this product is cleaned before analysis are also included. When we punctured another infusion bag (saline bag "fuso" 250ml serial number (B)(6)) with our actual product, no liquid leakage was observed. It is presumed that this event is not derived from our product but due to the characteristics of the rubber stopper of the infusion container. A guide has been issued by otsuka pharmaceutical factory, inc., and if there is a needle hole during mixed injection near the position where the spike is inserted, it may open due to distortion due to compression and lead to liquid leakage.